Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during intracranial percutaneous transluminal angioplasty (pta) at the left internal carotid artery,the subject stent was unable to deploy due to resistance and the inner shaft(stent stabilizer) broke inside the patient's anatomy during procedure. There was total 2 hours of surgical delay and the procedure was unable to be completed. There were no adverse consequences reported to the patient as a result of the reported event.

Event description:
It was reported that during intracranial percutaneous transluminal angioplasty (pta) at the left internal carotid artery,the subject stent was unable to deploy due to resistance and the inner shaft(stent stabilizer) broke inside the patient's anatomy during procedure. There was total 2 hours of surgical delay and the procedure was unable to be completed. There were no adverse consequences reported to the patient as a result of the reported event.

Manufacturer narrative:
D4: expiration date ¿ added. D10/h3: product available to stryker ¿ updated. D10: returned to manufacturer on ¿updated. H3: device evaluated by mfg ¿updated. H3: summary attached ¿ updated. H4: manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal 16cm of the stabilizer was noted to be broken/fractured from the rest of the stabilizer and was also noted to be kinked/bent. The distal end of the delivery catheter was flattened with the stent contained within. During functional testing, the delivery catheter was flushed, and a lot of blood exited. As the proximal end of the stabilizer was broken/fractured, the stabilizer could not be pushed to advance and deploy the stent. An attempt was made to gently pull the distal tip of the stabilizer to deploy the stent, however, resistance was noted, and the stabilizer would not move. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the patient¿s anatomy was averagely tortuous. There were a lot of blood noted within the delivery catheter, which is an indication of insufficient flush. The blood within the device coupled with the damaged noted to the device prevented the stabilizer from moving within the delivery catheter. It is probable that the device was damage during navigation to the target lesion causing the reported difficulty to deploy the stent and the stabilizer to break. An assignable cause of procedural factors will be assigned to the reported and as analyzed issues, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. This is the first of 2 reports.